Event description:
Report received of a delay in therapy due to cassette alarms. A pt was admitted to the ER with an evolving myocardial infarction. The pt was stable but with chest pain and was to be air transported to a larger facility. A nurse inserted an IV access catheter and attempted to start a maintenance/carrier solution of 0.9% ns infusion. A nitroglycerin drip was to be piggybacked into the carrier solution. Upon start up, the pump gave cassette alarms that could not be resolved with troubleshooting. The fluid infused without problems when the set was out of the pump and regulated manually. During this time period, another nurse elected to initiate a second IV site. The same pump was used with a new cassette to infuse the nitroglycerin at 5mcg/hr via the second IV site without any problems. The nurse reports that there was a delay in starting the nitroglycerin, but the pt did not experience any adverse effects. No additional info was available.